Manufacturer narrative:
Product analysis: the distal tip was flared. The stent was positioned on the balloon between the marker bands as per specifications. The 22nd and 27th distal segments had raised and deformed struts. (B)(4).

Event description:
It was attempted to treat a mildly calcified and tortuous lesion exhibiting 75% stenosis in the lad with a resolute integrity drug e luting stent. The device was removed from packaging and inspected as per IFU with no issues noted. The lesion was pre dilated with an nc euphora balloon dilatation catheter. Resistance was encountered while attempting to advance the resolute integrity device. It is reported that the device failed to cross the target lesion and upon removal, stent damage was noted. Post unsuccessful delivery of the resolute integrity stent a non-medtronic device was advanced to the lad and a perforation was noted. It appeared that the resolute integrity stent had perforated the vessel. A non-medtronic device was used to conclude the procedure. No further patient clinical sequelae were reported.